Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead integrity warning for high rate non-sustained episodes, short v-v intervals and high pacing impedance. The pacing portion of the defibrillation lead was capped and replaced. No patient complications have been reported as a result of this event.